Event description:
Customer reported issues with his sensor glucose 57mg/dl versus blood glucose 257mg/dl. Customer stated he entered a meter blood glucose and got a calibration error, then entered another meter blood glucose and got a second calibration error. Customer stated he then got a change sensor and removed sensor. Customer also received a bad sensor alert, which troubleshooting was completed. The blood glucose was 236mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.